Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A remote transmission was received for right ventricular oversensing. Abbott technical support reviewed the event which indicated myopotential oversensing was reflected on the egm but not sensed by the device. There was also a single event of oversensing. The physician could not rule out a possible right ventricular lead issue. The patient will be monitored until an in-clinic follow-up is performed for further evaluation of the implanted system. The patient was stable.